Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for inspection. The inspection confirmed that the main circuit board was broken. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the main circuit board due to internal circuit error. This internal circuit error may have been caused by peeling-off of wiring inside the pressure sensor due to either of the followings process error. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. Foreign matter (epoxy) had adhered to the pressure sensor due to mismounting the component. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device beeped and the power turned off automatically. There was no report of patient injury associated with this event.